Manufacturer narrative:
The device was received for evaluation. During functional testing, 'constant downstream occlusion' was not reproduced. The downstream reading was found to be out of specification. A review of the event history log revealed 'constant downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream reading was out of specification. The scale factor requires calibration to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.